Event description:
The article, "transcatheter valve-in-valve and iatrogenic asd closure for tricuspid thrombosis in heparin-induced thrombocytopenia", was reviewed. The article presented a case study of a 67-year-old female patient with a history of severe mitral stenosis, mitral regurgitation, heparin-induced thrombocytopenia, heart failure with reduced ejection fraction, and paroxysmal atrial fibrillation. Two 31mm epic valves were selected for implant on an unknown date for a surgical mitral valve replacement and tricuspid valve replacement. A maze atrial ablation and ligation of the left atrial appendage was performed with a 40mm atriclip. Six months post-procedure the patient presented with shortness of breath. Upon admission to the hospital the patient was hypoxic and required a nonrebreather mask. Transthoracic echocardiogram (tte) revealed global systolic dysfunction with an ejection fraction of 35%. The epic valve in the mitral valve was stable, however the epic valve in the tricuspid valve had restricted leaflets and a mean gradient of 10.8mmhg, which was consistent with tricuspid stenosis. The pressure pulled open the sutured closed site of the previous procedure, re-opening the iatrogenic atrial septal defect and subsequent right-to-left shunt. Transesophageal echocardiogram (tee) revealed a severely thicken tricuspid valve with thickened leaflets on the ventricular side and restricted motion. A 29mm s3 resilia valve was implanted valve-in-valve. The shunt was treated with an 18mm amplatzer septal occluder. The patient became stable and was discharged. On 6-month follow-up, tte showed a well-seated tricuspid prosthetic valve and no tricuspid regurgitation nor paravalular leak. [The primary and corresponding author was waseem raja, department of cardiology, uf health, 655 west 8th street, box c-35, jacksonville, florida 32209, USA, with corresponding e-mail: waseem.raja@jax.ufl.edu.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: transcatheter valve-in-valve and iatrogenic asd closure for tricuspid thrombosis in heparin-induced thrombocytopenia. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.